Event description:
N/a.

Manufacturer narrative:
The 00mlx light source was returned for evaluation: failure analysis: evaluation identified an unplugged fan harness, as well as a reversed heat lens due user error. The reported complaint was confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified. Root cause: the reported complaint is confirmed from the evaluation. The returned 00mlx light source is in used condition with an unplugged fan and reversed heat lens. These issues would lead to the issue of overheating and shut off. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that 00mlx light source turns on, the light comes on and the fans do not run. The unit smells hot and shuts off. The fans run when attached to a 12v battery. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.